Event description:
It was reported that the home patient (hp) failed to follow therapy steps during peritoneal dialysis therapy on the homechoice (hc) device. During troubleshooting for an unrelated issue, the hp informed the technical service representative (tsr) that they were connected to the hc before the priming of the patient line. The tsr explained proper connect procedures and had the hp cycle the power on the hc. The hp would complete the therapy by starting over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient was connected for therapy before the prime. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.